Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval: yes. D.9. Returned to manufacturer on: (B)(6)2021. H.6. Investigation: fourteen open 32g x 4mm pen needle samples and two photos were returned from an unknown lot. No., cat. No. 320559. Visual examination and an attachment of the pen needles to a pen was carried out on the returned samples a bent non patient end of cannula was observed on all fourteen samples. Due to the condition the samples were returned no clog test could be carried out. No DHR review can be carried out as lot number is unknown. As all samples returned were open it is not possible to confirm this defect to be manufacturing related.

Event description:
It was reported that 3 bd ultra-fine¿ nano¿ pen needles were unable to deliver insulin or medication and difficult to operate. The following information was provided by the initial reporter : the customer reported that the drug solution did not come out upon priming and the pen needle could not be attached to the pen as there seemed to be no threads onto the hub.

Event description:
It was reported that 3 bd ultra-fine¿ nano¿ pen needles were unable to deliver insulin or medication and difficult to operate. The following information was provided by the initial reporter : the customer reported that the drug solution did not come out upon priming and the pen needle could not be attached to the pen as there seemed to be no threads onto the hub.

Manufacturer narrative:
Medical device expiration date : unknown. Initial reporter zip code : (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Medical device manufacture date : unknown.